Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first postoperative day following an completed index procedure, the patient developed persistent rotary vertigo with nausea and mild inspiratory chest pain. The patient was admitted to the  hospital for further investigation of these symptoms. I was noted that the patient was  hemodynamically stable. A cranial magnetic resonance imaging (MRI) was performed due to the patient's dizziness, and it revealed acute punctiform ischemia of the cerebellar left side, attributed to a periinterventional cardiac embolism. The patient's existing hospitalization was prolonged. In addition to the MRI, an electrocardiogram was performed and showed sinus rhythm. The patient's oral blood pressure medication was adjusted with an increased dose, and  a proton pump inhibitor was initiated orally. Additionally, a physiotherapy prescription was issued for outpatient balance and walking training. The patient eventually recovered and resolved from the adverse event. No further patient complications have been reported as a result of this event.